Event description:
Olympus was informed that the distal end of the electrode broke off in the middle of an unspecified procedure. The broken piece was not retrieved due to lack of visualization. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the reporter to obtain more detailed info regarding the report with no result. The subject device was not returned to olympus for eval. The exact cause of the user's experience cannot be determined. This report will be supplemented if add'l and significant info becomes available.